Event description:
Caller reported two false positive troponin I (tni) from two different pt samples when testing triage profiler sop 25 test kit. Two (2) different pt samples were run on different days, with the following results: pt1: run on friday at 7:30 pm, tni 0.09; ckmb and myo were "neg"; 6 hours later, tni was "neg". Pt 2: run one month prior, tni was 0.06; 2 hours later, tni was <0.05. Falsely elevated tni results may lead to invasive procedure or medication.

Manufacturer narrative:
Investigation pending.